Manufacturer narrative:
Exemption number e2015058. On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2015 and performed self-tests up to the (B)(6) 2016. The pad-pak was removed. The pad-pak was removed and reinstalled on several occasions in (B)(6) 2016. No further log entries were recorded prior to receipt at heartsine. Upon visual inspection of the returned pad-pak both locator pins were bent over and damage. The returned pad-pak was inserted into the device, damage to the locator pins resulted in the pad-pak failing to click into the device correctly. The locator pins were removed to allow the pad-pak to function correctly. The returned pad-pak was again inserted into the device. The device passed a self-test and was power cycled. The red status led and failure chirp were present throughout the power up. No warnings were given at shutdown and the red status led and failure chirp remained. This would confirm the reported fault. Investigation found the reported fault was caused by a short circuit between the green and red status led due to excess silver paste. This resulted in the green status led being extinguished and the red status led flashing while emitting a failure chirp. The status leds are tested during final test at heartsine, it is therefore concluded that the short circuit was intermittent in nature and was caused by an over application of silver paste. The fault could not be replicated with a new membrane fitted.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light.